Event description:
During routine testing of the device at the service ctr, the service tech reported that the arterial blood parameter module reading was high. Since the event occurred during routine testing, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.